Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to other/non-product experience. Additional information indicated that the lead was extracted due to high threshold from a suspected dislodgement. No additional adverse patient effects were reported.